Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a new battery cap and are calling back as there may be an additional issue with the pump. The customer's blood glucose reading was 518 mg/dl at the time of incident. Troubleshooting found that the battery cap resolved a previous issue however, the customer indicated that the battery icon is not correct. Troubleshooting indicated that the self test passed however, the call was disconnected and the customer was unable to be reached on the phone.